Event description:
The recipient reportedly experienced shocking sensations with device use. External equipment was exchanged; however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The recipient is reportedly doing well with the new device. The external visual inspection revealed the electrode silicone was sliced near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode silicone was sliced near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4) correction: evaluation codes. The external visual inspection revealed the electrode silicone was sliced near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. The scanning electron microscopy analysis revealed minor cracks in the epoxy joint at the feed-thru pin connection, however testing did not reveal elevated resistance across this connection. The reported complaint of non-auditory sensations could not be verified during this analysis. The device passed all of the electrical tests performed. This is the final report.